Event description:
The customer stated that she received a reading of l10. Although it could not be verified, it appeared the meter display was missing segments. The customer did not allege any adverse events. The meter is to be returned for evaluation, and a replacement meter will be sent.